Manufacturer narrative:
The devices, used in treatment, were returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms a drill broke inside the drill guide. The rest of the drill was not returned with the devices. The piece of the drill stuck in the drill guide does not have the part and lot number on it. This device exhibits signs of significant wear/usage. This device was manufactured in 2019. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. These devices reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, drill broke and got stuck. There was no delay and no injury reported. It is unknown how the procedure was concluded.